Event description:
The physician was attempting to deploy a 3.0 mm diameter x 30mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a patient located in the mid-prox cx with moderate tortuosity, severe calcification and 90% stenosis. It was reported that the physician tried to advance the integrity stent into the stenotic portion of sub occlusive and calcified circumflex artery. After several attempt the stent was withdrawn from the patient and it was noted that some struts were damaged. The procedure was completed with another brand stent no patient injury or clinical sequelae were reported. Device evaluation: the device was returned for evaluation. The stent was positioned between the marker bands as per specifications. The 1st, 2nd and 4th proximal segments were raised and deformed. Additional segments were slightly misaligned.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, severe calcification, moderate tortuosity and 90% stenosis). Deformation problem. Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, severe calcification, moderate tortuosity and 90% stenosis). Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).